Event description:
It was reported by a junior doctor ((B)(6)) through lakemedelsverket that a patient developed allergic contact dermatitis to the pod adhesive. Symptoms include itching and skin rash. It was reported that the suspected probable cause is the skin-sensitizing substances in the product. The patient was reported to experience discomfort and a reduced quality of life due to the reported issue, and the a product that does not cause this issue would need to be found for the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic contact dermatitis. Lot release records were reviewed and the product lot met all acceptance criteria.